Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. The caller had not completed the necessary steps to remove air from the cartridge, so technical support educated them on ensuring this step was completed. However, the caller declined to load a new cartridge and continued using the current one.